Manufacturer narrative:
Insulin pump had no button response on up arrow button due to corroded keypad traces. Cracked reservoir tube lip and a missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a keypad anomaly and some keys were unresponsive. The blood glucose reading was 160 mg/dl. The customer stated that there is some functionality on the esc and easy bolus buttons but the others are not responsive. Advised discontinuation of the device. Nothing further reported.